Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace flow the sensors on a timely basis to resolve the reported issue.

Event description:
The hospital reported insufficient ventilation caused by a flow sensor diaphragm stuck open. There was no report of patient involvement.